Event description:
Caller reported damage to a tandem wall adapter when a prong fell off during a call with technical support. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the damaged charging supplies through 2-day shipping.